Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the screw couldn't be inserted until the end, and couldn't be fixed. Therefore, the surgeon used another screw to complete the operation.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Witness marks from attempts to install the screw were identified below the taper. The witness marks on the screw determined that the screw had not been centered during insertion and most likely caught an edge while being torqued in, leaving a part of the screw raised. DHR was reviewed and no discrepancies were found. The most likely root cause for the reported event is the screw not being centered and aligned during insertion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.